Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that for the last few days, they started experiencing a lot of 'urgency pain'. Patient wanted to know if they could confirm that their device was working properly. Patient was in p 1 and they increased stimulation higher a couple of days ago and stim was almost painful, then switched to p 2. Patient was in p 2 at 1.5 v. Ins was on. Patient did not have problems with pain for a long time until all of a sudden a few days ago. Patient was implanted for gastrointestinal/ pelvic floor.